Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. The text on the display was also found to be dim, faded and discolored display screen. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 07/28/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/28/2014 with the following findings: investigation revealed a cracked battery compartment. The text on the display was also found to be dim, faded and discolored display screen. (B)(6).